Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: a discrepancy or anomaly was not observed during a review of the device history record. The product quality laboratory reviewed the control cards of sixteen (16) batches of vidas® tnhs kit: lot 1005685440 / 180301-0 is in the trend analysis compared to the other batches. The quality product laboratory has tested 5 internal samples: all the results were within their specification. The vidas® tnhs lot 1005685440 / 180301-0 is within its acceptance criteria. The customer's sample was forwarded to the r&d department for further investigation. The sample was tested on: -vidas® tni ref. (B)(4) -vidas® tnhs ref. (B)(4) batch 180602-0 (batch number different than the one mentioned by the customer). With vidas® tni ref. (B)(4) the result was negative. With vidas® tnhs ref. (B)(4) the result was 285.9ng/l. A dilution test was performed in order to check if the potential interference could be eliminated, the results obtained after dilution increased compared to the result obtained on the undiluted serum. This is in favor of interference but this behavior was different from that usually encountered. This interference would be different from the usually encountered (heterophilic antibodies, rhumatoid factors, anti-troponin autoantibodies). Unfortunately, the lack of volume did not allow us to identify the nature of this interference. However as the vidas® tnhs batch number used by quality product lab is different than the customer's batch, we can exclude an interference linked to the batch. The instructions for use - limitations of the method section, it's written that "interference may be encountered with certain samples containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history, and the results of any other tests performed." To conclude, we cannot state for sure that the elevated result is linked to an interference but unfortunately, as there isn't any remaining sample, we cannot pursue further investigations.

Event description:
A customer in (B)(6) notified biomérieux of falsely over-estimated result when using the product: vidas high sensitive troponin I (ref. 415386) - lot 1005685440. Though the vidas® high sensitive troponin I assay (ref. 415386) is not registered in the united states, a similar product (vidas® troponin I ultra assay, ref. 30448) is registered. The customer obtained a first result of 274.6 ng/l on (B)(6) 2017. Result was reported, and the patient was hospitalized immediately. At the hospital, the patient had a negative troponin result. Customer retested the first sample and obtained a result of 255.1 ng/l. A wrong result was reported to a physician. There was no reported harm to the patient, but the patient was unnecessarily hospitalized due to the false positive result. A biomérieux internal investigation has been initiated.